Event description:
The plaintiff's attorney alleged the decedent experienced a cardiovascular event on or about (B)(6) 2012, and another cardiovascular event subsequently expiring on or about (B)(6) 2012, after the use of the product.

Manufacturer narrative:
This is one event of two events reported on the same pt involving two separate products and associated with MDR #s: 1225714-2013-00267, 1225714-2013-00268, 1225714-2013-00864.